Event description:
The catheter was placed in 2006 in the left basilic vein. At fifth day after placement, the catheter broke below the oval disk. The catheter had to be retrieved from the patients heart by interventional radiology. The complete piece was successfully retrieved. The pt was an out pt, but was admitted, because of this incident. The hosp will not release the sample for analysis. The reporter was contacted, and was unable to provide any additional information concerning this incident.

Manufacturer narrative:
A review of the device history record revealed no discrepancies associated with this complaint. We were unable to fully investigate this incident, as the sample was not provided for analysis.